Event description:
When using the chilli pump tubing, the chilli pump rotated the tubing so that it pulled the syringe side into the machine and the syringe attachment broke. Using a new tubing set, the machine continued to pull the tubing into the machine and had to be stopped and adjusted 3 times before the tubing stayed in place during pumping. No harm to the patient.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.